Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins wa s charged every day, but on 2025-may-30 when they started charging it, it quickly became fully charged. Since it seemed like the stimulation was turned off, it was explained that it might have remained at 100% because the battery was not being consumed. As it seemed like the patient had not remembered turning the stimulation off and they wanted to turn it back on, it was explained to the patient how to switch it on. The issue was resolved. Additional information received from a manufacturer representative. It was reported that it was unknown if the patient had further issues with the ins. The cause of the ins being turned off was not determined.